Event description:
The customer reported that the prongs on the back of the device are broken. The issue was further clarified to be that the battery pca pins were broken. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.